Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, granuloma, gel leak and lymphadenopathy.

Event description:
Patient reported left side "strange" pains and your prosthesis has started to form a lot of rippling. Patient also mentioned recall". Patient representative later reported intense muscular pain and breast discomfort, as well as various inflammations and joint pains and, consequently, a decrease in vitality (not device related). Patient representative also reported capsular contracture, baker grade IV, silicone-induced granuloma, gel-bleeding, breast nodules and enlarged lymph nodes were reported. Per MRI, regular contours, some radial folds, and a small amount of surrounding fluid. Device remains implanted.